Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2017-05779, reference MFR. Report#: 1627487-2017-05781. It was reported the patient received inadequate pain relief from the scs system. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 2 of 3, reference MFR. Report#: 1627487-2017-05779. Reference MFR. Report#: 1627487-2017-05781. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted.